Event description:
It was reported that the insulin pump squirted insulin out during the manual prime process. The reporter declined to provide the blood glucose reading. It was observed that the device piston continued to move forward after the reservoir made contact and insulin squirted out. No numbers appeared on the screen and no beeps were noted. The customer tried with a different set and stated that the insulin pump had not been dropped nor bumped. No moisture exposure observed. Advised return of the device for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.